Event description:
During code, defibrillator did not fire. Cartridge and pads removed and replaced with paddles, used successfully. The pt was not resuscitated. The rptr stated that the pt outcome was not affected by the report, since the pt was not a viable candidate for resuscitation.